Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, and damage to the inflation lumen. It is likely that intervention was required to deflate the balloon. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x200 mm armada percutaneous transluminal angioplasty (pta) catheter would not deflate. There were no reported adverse patient effects and no reported clinically significant delay in the procedure; however it is likely intervention was required to deflate the balloon. No additional information was provided.